Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up, and post paced t wave oversensing was noted on stored egm. Programming changes were made and resolved the oversensing issue. Patient condition was fine and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.